Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). 3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: one device was received for evaluation. The service history review identified no previous related service. The reported issue was confirmed, and the root cause of reported issue was a defective downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests after the repairs.